Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, 3 infusion set event were reported by the patient's husband. It was reported patient faced bent cannula event with the first infusion set. The site of insertion was belly. The event occurred upon insertion on day one of insertion use. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).